Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. The thermal damage was found at the top of the yaw pulley below the sleeve. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. Components adjacent to the yaw pulley show thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the permanent cautery hook instrument had an electrical leakage. The user completed the procedure using a backup permanent cautery hook with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image(s) associated with this reported event were submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the instrument has thermal damage to the monopolar yaw pulley near the ceramic sleeve.